Manufacturer narrative:
(B)(4). Batch number: m55h9p. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not return blade. During the wedge resection of lung, after fired with ecr45d, could not return the blade. Used knife reverse button to return the blade, the staple line is not very good. After fired with ecr45g, after fired, could not return the blade, knife reverse button did not work. Used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.